Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative laparoscopic gastric bypass revision to duodenal switch procedure, the anastomosis leaked. The patient undergone re-operation to clean out previous anastomosis and put in drain.